Event description:
It was reported that the iabp was experiencing intermittent "unable to refill alarms." The alarms occurred approx 12 during the night and twice during the day. Arrow clinical support (acs) requested that the clinician check the helium and tank. The helium was open and the tank was half full. The fill system was suspected to be the source of difficulty. The console was exchanged at acs's suggestion. There were no patient complications.

Manufacturer narrative:
Iabp was sent to biomed for evaluation. Biomed determined there was a leaky valve in the pcs board.